Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, displayed a blue screen with the carefusion logo and a small loading box. The user stated that the normal tab for medication removal was unavailable. The station was rebooted, but the issue persisted. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, the technical support specialist (tss) verified the station was not in use and confirmed the medapp was running as cfnapp, indicating the issue was resolved. Additionally, tss verified system resources were healthy, with db size at 3.9 gb, memory usage at (B)(4), and disk utilization within normal limits. The system functioned as intended after the technical support specialist checked the device.